Event description:
It was reported that intra op of a lap gastric band procedure, there was a leakage in the band. The case was completed using another band. There was no pt consequence.

Manufacturer narrative:
Date sent: 5/27/2009. Information anticipated, but unavailable at this time.